Manufacturer narrative:
Investigation description: the device was received with a fractured display. No cartridge was present or lodged within the drug chamber at the time of inspection. The complaint does not specify whether a previously stuck cartridge was removed by the user prior to return; however, no obstruction was observed during evaluation. The complaint reports that the device was dropped, resulting in display damage. This condition was confirmed upon receipt. The display damage is consistent with impact and requires replacement. The patient¿s complaint regarding the cracked display is confirmed.

Event description:
It was reported that the ilet was dropped, the insulin cartridge broke inside the device, and the touchscreen became unresponsive, consistent with a device problem affecting the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a touchscreen/key input that was unresponsive, with the affected device component identified as the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.